Event description:
The customer reported to olympus that the hd autoclavable camera head could not be recognized when connecting to the otv-s190 during the intended therapeutic laparoscope procedure. The patient was not under sedation nor was there a delay. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to a faulty cable. Olympus will continue to monitor field performance for this device.